Manufacturer narrative:
Additional information was added to b5, d9, h3, h6, and h10. B5: the issue was reported from the nicu (neonatal intensive care unit). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage tests were performed and the results were not satisfactory; a leak was observed at the joint of the tubing and the drip chamber. Priming of the set was performed which confirmed the defect. The reported condition was verified. The cause of the condition was an improper manual assembly during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system non-dehp solution sets were leaking right below the chamber, down the tubing. This was identified during patient infusion with total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.